Manufacturer narrative:
Steris endoscopy learned the patient was being treated for squamous cell cancer located in the upper esophageal sphincter. User facility personnel successfully administered two sprays of three seconds each then lost their positioning. Because of the loss of position, a submucosal tear occurred by the movement of the scope. Therefore, this event can be attributed to user error. It was reported that the patient stayed overnight at the hospital and was discharged the following day. No complications were observed post-procedure. The doctor concluded the tear was not caused by cryospray therapy treatment. The steris territory manager offered in-service training, but the user facility declined. The log files for the trufreeze system were reviewed and no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported a submucosal tear was detected in a patient while undergoing a procedure which included use of trufreeze cryospray therapy. No additional medical intervention was required.